Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Patient reported rupture and capsular contracture, baker grade iii, confirmed by ultrasound and MRI. The device remains implanted. This relates to the left side.

Event description:
Patient reported rupture and capsular contracture, baker grade iii, confirmed by ultrasound and MRI. Device has been explanted. This relates to the left side.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation, yellow particles on the surface of the shell. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed.

Event description:
Patient reported, rupture. And capsular contracture, baker grade iii. Confirmed, by ultrasound and MRI. Device has been explanted. This relates to the left side.